Event description:
It was reported that this patient received an inappropriate shock due to noise oversensing while he was exercising. Technical services reviewed the episode and recommended to evaluate if other vector configurations are more appropriate for this patient while performing physical activity. This implantable electrode remains in service and no additional adverse patient effects were reported. Additional information was received which reported the patient received two inappropriate shocks during shoveling leaves and fell through the cracks between shocks. It was noted that the device was programmed too secondary. A request was made for device analysis and observed that programming to 2x gain may be the best mitigator. When the patient's heart rate elevates it broadens the qrs complex and makes it difficult to sense. When combined with myopotential noise, the patient receives inappropriate therapy. Both primary and secondary vectors had inappropriate therapy with prior noise. Technical services recommended programming to primary 2x gain or secondary 2x gain. At this time, the device remains in service. No additional adverse patient effects were reported.